Event description:
Device issue: difficult to remove, failure to retract-thumb advancer/locator wings. Time of issue: during vessel closure. Adverse event: none. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove. An attempt to remove the device with the access ports and safety release were unsuccessful. The physician did not feel comfortable removing the device with counter-traction and an assertive pull. The device was removed by cutting the flex-guide and control wire 3 cm from the distal end and by enlarging the tissue tract, which retracted the locator wings freeing the device from removal. The clip deployed in the vessel and achieved hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.